Event description:
This device was returned without oos documentation. Per biotronik pt tracking, this device is at eri indication and was replaced with a lumax 340 dr-t, (B) (4). There are no complaints associated with this device. There is no adverse events reported for this pt. On (B) (6) 2010, based on the analysis, it was determined that this should be reportable event.

Manufacturer narrative:
The ICD was subjected to an electrical incoming inspection. The device status was eri with an interrogated battery voltage of 5.39 v. Despite the 31 documented charging cycles, the eri condition was slightly premature after an implantation time of 48 months. During the analysis, it was noticed that the ICD measured a battery voltage that was slightly too low. Thus, the battery voltage measured by the ICD was lower than the true voltage of the battery itself, resulting in a slightly premature activation of the eri status. This does not influence the functionality of the ICD. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of less than 11 seconds, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device status eri was activated slightly prematurely because the voltage measurement of this ICD had underestimated the voltage of the battery.